Manufacturer narrative:
Date sent to the FDA: 09/14/2020. A manufacturing record evaluation was performed for the finished device batch mpr784, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Was the needle removed from the patient during the same procedure? 2. Was there any patient consequence or injury? 3. What is the condition of the patient? 1-3 : there were no consequences on the patient other than the repeated trauma of the abdominal wall and the delay of the operative act: as the needle detached from wire, 3 passes back and forth through the abdominal wall were needed. 4. Procedure name? Rectal resection. 5. What was used to complete the procedure? The needle was used for fixing the uterus to the abdominal wall. 6. Device return status? The device will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/09/2020. Additional h-3 summary: one open box with five unopened samples of product was received for analysis. During the visual inspection of five samples, no defects were found on the packages. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no damaged were noted; however, it was noted unusual color of the suture, the sutures are not black. A functional test was performed using an instron and the pull force were above the minimum requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? Was there any patient consequence or injury? What is the condition of the patient? Procedure name? What was used to complete the procedure?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the wire detached from the needle at a slight pull. There were no adverse patient consequences reported. Additional information was requested.